Event description:
Additional information received confirmed the event was observed during a remote follow-up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise due to electromagnetic interference resulted in oversensing on the right atrial lead. No intervention was performed. The patient was stable.